Manufacturer narrative:
One used sonicision ultrasonic dissector was returned, and evaluation of the sample confirmed the issue with a detached component. Visual inspection of the disposable handpiece revealed that the static waveguide of the jaws had broken off and was returned with the device. The waveguide and broken piece were inspected under magnification to identify the point of initial contact and fracture. The investigation concluded that the titanium waveguide fractured during use after excessive torque of the device. The torque caused the waveguide to come into contact with the moving jaw during activation. The user¿s guide for this system cautions users that contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporting person said that during the procedure the device did not work properly. The surgeon activated the button and the led was indicating the red light. The tip of the device was cleaned and the generator and batteries were replaced but the problem persisted. No patient injury occurred. Visual inspection of the returned device revealed that the dissector had a broken waveguide. The broken piece was returned.